Event description:
It was reported that there was no flow of medication through a continu-flo solution set during priming and air would enter the set. This issue was described as, ¿did not allow the purging when opening the reel, the equipment simply took air and then some medication and air, so that it could not purge with only the medication, but in the line there was a large amount of air and a small amount of medication¿. This event occurred while priming the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter last name - (B)(6). Initial reporter facility name - (B)(6). Initial reporter address - (B)(6). Initial reporter city - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.